Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . E3: occupation: lead tech. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: after the case the doctor swapped out the procedural sheath for a 6f angio-seal sheath. He then located the common femoral artery (cfa) with the arteriotomy locator, removed the wire and dilator and inserted the angio-seal device. He then set the anchor and withdrew the angio-seal sheath to deploy the angio-seal however, the entire system including collagen, suture and anchor pulled out of the body. The physicians and techs stated that everything seemed normal with the deployment up until the device did not deploy and pulled out of the body. The patient condition was stable. The estimated blood loss was less than 250cc. Additional information was received on 24sept2025: the procedure being performed was a rectus bleed procedure. A pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. No issues inserting devices. Hemostasis was achieved by manual pressure.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the hemostasis sheath, carrier tube, and header bag. The device was subjected to visual analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The sheath tip was cut, exposing the anchor. One 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample appeared to be used, and the sheath tip was cut, exposing the anchor. Therefore, the complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be confirmed. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).